Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead exhibited high thresholds and small r-waves measurements in several positions. The lead was removed to reveal that the helix would not fully extend. The lead was replaced. No patient complications have been reported as a result of this event.